Manufacturer narrative:
Additional information: d10, h3, h6 h6: product analysis result: visual and optical examination identified that the tab at the top of the handle near the shaft has broken off. This is consistent with bend tress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to spinal fracture/trauma. Intra-op in the process of breaking off set screws, the set screwdriver broke basically in half. It was removed from use and replaced with another driver but there was about five minutes of time added on to the case as another driver was located and opened onto the sterile field. Hcps inspected that the driver to ensure the break was clean as well as inspected for the patient of any potential metal shards or fragments. None were found. The two pieces of the driver mated up perfectly, allowing us to deduce that the break was clean and there were no missing fragments. Fortunately, there was no issue with the patient or with the instrumentation construct in situ. The patient was not morbidly obese. The patient has normal body habits. The device did not come into contact with the patient, but was in contact with the set screw/rod/multiaxial screw construct at the time the device broke. When the device broke, the integrity of the construct remained firmly in tact. The broken portion of the driver remained securely inside the counter torque device and was then disengaged from the set screw and removed from the field.